Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: received for analysis was catheter. A visual examination of the returned device identified a large build-up of solidified contrast media present inside the inflation lumen. No kinks or damage was noted along the shaft. An examination of the balloon found that the stent was detached and was not received for analysis. There was an impression of the stent crimp on the balloon. This crimp mark is consistent with the stent being securely crimped onto the balloon at the manufacturing site. The balloon did not appear to have been inflated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00mm x 16mm promus premier stent was advanced to the target lesion. Upon removal of the device, the stent came off the delivery system balloon while outside the patient's body.

Event description:
It was reported that stent dislodgement occurred. A 4.00mm x 16mm promus premier¿ stent was advanced to the target lesion. Upon removal of the device, the stent came off the delivery system balloon while outside the patient's body.